Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer removed and re-inserted the syringe multiple times and was able to remove air each time. Then, after filling the cartridge with insulin, no drops of insulin were seen exiting the cartridge patient line during the fill tubing step. There was no impact to the customer's blood glucose level. It was reported that the cartridge was discarded.